Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture at high outputs and variable thresholds. (B)(6) technical services recommended increasing ra outputs to increase likelihood of capture. This lead remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22(b)(2).